Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation; however, an email chain was reviewed, and three (3) photographs were submitted for the reported event. One of the photographs provided confirmed the lot number reported, the two additional photographs identified air bubbles within the lines of the set. Based on the visual findings, the reported defect was confirmed in two of the provided photographs. Although the reported defect was confirmed through the photographs, without a physical sample, the root cause of the defect could not be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user observed microbubbles forming on the arterial side of the blood lines. No injury reported.